Event description:
It was reported that the patient experienced the length being too short and the device not having enough strength with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. The patient was advised with reboot instructions and exercising techniques to use with the device. Should additional relevant details become available, a supplemental report will be submitted.